Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to a flex cable being misaligned from the control board connector. The connections were realigned and secured to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.